Manufacturer narrative:
The reported event, battery is cracked, was confirmed. The service technician observed that the bottom housing was cracked and broken into two pieces. No other symptom failures were identified. Device was placed in parts retention.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported during service at manufacturer facility that the aseptic battery housing is broken in two pieces. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during service at manufacturer facility that the aseptic battery housing is broken in two pieces. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.